Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer was hospitalized due to a blood glucose level over 540 mg/dl, a ketone level of 7.4, vomiting, and chest pains. Customer was treated with an intravenous fluid drip, and was released from the hospital on (B)(6) 2019 with no permanent damage. Troubleshooting for occlusion alarm was not performed as occlusion alarm was not occurring at the time of the report.